Event description:
Affiliate reported that due to chronic headaches, the patient was examined under x-ray and it was found that the stator inside the hydrocephalus valve was dislodged. Therefore it was decided to replace the valve. After the revision surgery, the patient is symptom-free.

Manufacturer narrative:
It is anticipated that the device will be sent in to be investigated. Upon completion of the investigation, a follow up report will be filed.